Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿influence of juxtampullary duodenal diverticula on endoscopic retrograde cholangiopancreatography for pancreaticobiliary disease¿. The literature reported the result of ercp (endoscopic retrograde cholangiopancreatography) procedures for 486 patients at the user facility between january 2011 and june 2017. In the subject procedures, pancreatitis occurred in 30 patients, bleeding occurred in 31 patients, and perforation occurred in 1 patient. The literature reported that olympus duodenovideoscope jf-260v was used in the procedures. The literature concluded that ¿there was no significant difference in ercp-related complications between a peridiverticular papilla (pdp) group and interdiverticular papilla (idp) groups. Ercp in patients with a juxtampullary duodenal diverticula (jpdd) requires a higher skill level and may be associated with an increased complication rate after the procedure¿. Therefore, the presence of the jpdd might have contributed these adverse events (pancreatitis, bleeding and perforation). Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. According to the number of the type of adverse event (pancreatitis, bleeding and perforation), omsc is submitting 3 mdrs. This is 2nd of 3 reports (this report is related to bleeding).

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".